Event description:
It was reported that pump displayed malfunction alarm for speaker and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.